Manufacturer narrative:
The 2 battery tray was returned to the manufacturer for analysis. Analysis found that one of the batteries in the tray had low voltage. Analysis found that the reported event was related to a electrical issue. The 4 battery tray was returned to the manufacturer for analysis. The 4 battery tray was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was not charging battery tray 8 and was not holding the voltage. The batteries in tray 8 were replaced, and it was noted they were externally damaged. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported during boot up in the morning, the system showed the battery level as critically low. The system was moved to another outlet to charge. Later when the system was turned on again, there was still a low battery message. This issue was noted outside of a procedure, and there was no patient involvement.